Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that explanted intraocular lens with reason refractive and the patient had an central endothelial scar with results in permanent best corrected visual acuity loss of two lines or more in the left eye of a patient, after cataract surgery.

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).